Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was determined the main switch was damaged and replacement required.

Event description:
A user facility reported to olympus that the power switch was broken. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed there was a design change to improve the durability of the power switch. The devices with this design change have been shipped since december 2013. The subject device of this report was manufactured prior to the design change (see h4). Based on the results of the legal manufacturer's investigation, since the product was manufactured prior to the design change, it is likely that the power switch was damaged because the operating force and frequency during application of the power switch exceeded the expected amount.